Manufacturer narrative:
(B)(4). Baxter received the device and the device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump had no flow. It was also reported there was no patient involvement.